Event description:
It was reported that a patient experienced peritonitis, sepsis secondary to peritonitis and subsequently died coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. The cause of death was septic shock. Peritonitis was manifested by abdominal pain, abdominal swelling, distention and the abdomen was hard to the touch. It was reported that the ¿peritonitis turned septic that spread to all her organs¿. The patient was treated with unspecified broad spectrum intravenous antibiotics (dose, frequency, and duration not reported) for the event. Peritoneal dialysis therapy was discontinued during the hospitalization and the patient was transferred to hemodialysis. Nine days after being admitted to the hospital, the patient was in the intensive care unit. Fourteen days after being hospitalized, the patient died. An autopsy was not performed. The patient was not under hospice care prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.